Event description:
Customer reported issues via phone call that the blood glucose reading 483 mg/dl. The glucose meter is not reading anywhere close to what the hospital one was.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.